Manufacturer narrative:
(B)(4). Customer has indicated that the product will not be returned to zimmer biomet for investigation, as the product location is unknown. Concomitant medical products: item number: 00801803201, item name: femoral head, lot #: 62176268; item number: 00875705001, item name: acetabular shell, lot #: 62146406; item number: 00875100932, item name: neutral liner, lot #: 62130943; item number: 00875700001, item name: dome hole plug, lot #: 62197946. Multiple MDR reports were filed for this event, please see associated reports: 0001822565 - 2018 - 03064, 0001822565 - 2018 - 03065, 0001822565 - 2018 - 03066 . The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported patient underwent right hip heterotopic ossification approximately 2 years post-implantation due to pain. Post-surgery rapid response was called for anesthesia related left sided upper and lower extremity shaking along with a drop in blood pressure. Patient was reported to be alert and conscious and had no shortness of breath, chest pain, seizure activity, or nausea or vomiting. Attempts have been made and no additional information is available.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reported event was confirmed by review of medical records. Review of the operative notes confirmed patient was revised of the right hip due to heterotopic ossification. There was complete ossification of the patient's gluteus minimus and partial ossification of the patient's gluteus medius. The heterotopic bone was excised and fluoroscopy was used to confirm removal. A definitive root cause cannot be determined with the information provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.